Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message "pressure transducer difference >5 cmh2o". Moreover, during device evaluation, corrosion was observed on the inspiratory pressure transducer circuit board. There was no patient involvement. Manufacturer's ref. #: (B)(4).